Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2000 ohms. Subsequently, this rv lead was surgically capped/abandoned. It was noted that all the leads within this system were capped and abandoned and the associated boston scientific implantable cardloverter defibrillator (ICD) was replaced as the physician elected to upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).